Manufacturer narrative:
The device involved in this event has not been returned for investigation as it was implanted. It has been requested to return the packaging involved. If the packaging is returned an investigation will be completed and a follow up report will be submitted. As per instructions for use in general warnings and in general precautions: -do not use if packaging is compromised or if a component is believed to be faulty, damaged or suspect. -examine all components carefully prior to use. Product integrity, sterility (in the case of sterile products) and performance are assured only if the packaging is undamaged. For sterile products: devices or kits provided sterile are labeled as such. Contents of package are sterile unless package is opened or damaged. Do not use if package is opened or damaged.

Event description:
It was reported that during a surgery the external packaging of an agile nail was intact, while the internal primary blister was pierced. The device was implanted. Manufacturer ref: (B)(4). Initial reporter ref: (B)(4).

Manufacturer narrative:
Technical analysis: the impacted device is packaged within two sterile pouches and an external carton box, to which the product label is applied. Upon return, only the inner sterile pouch and the external carton box were received; the outer sterile pouch, which had been originally verified as conforming, was missing. Visual inspection confirmed the alleged malfunction. The returned package showed a hole in the inner sterile pouch. The external carton box was found to be intact, with no visible signs of damage or irregularities. During internal quality controls, 100% visual check of the material and the product was carried out both before and after sealing the pouches. Analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications. A review of similar cases involving agile products was conducted, and no other complaints have been registered in the last 12 months. Thus, this case is isolated. Conclusions based on the findings outlined above, the investigation was unable to determine the definitive root cause of the reported issue. Orthofix maintains and documents a periodic customer events monitoring process in order to evaluate actions for products improvement. As per instructions for use in general warnings and in general precautions: do not use if packaging is compromised or if a component is believed to be faulty, damaged or suspect. Examine all components carefully prior to use. Product integrity, sterility (in the case of sterile products) and performance are assured only if the packaging is undamaged. For sterile products: devices or kits provided sterile are labeled as such. Contents of package are sterile unless package is opened or damaged. Do not use if package is opened or damaged.

Event description:
It was reported that during a surgery the external packaging of an agile nail was intact, while the internal primary blister was pierced. The device was implanted. Initial reporter ref: (B)(4).